Event description:
The issue occurred during unspecified diagnostic procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d9, g2, and h6. Type of investigation (4111 - communication/interviews code not applicable). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the event occurred due to a leakage occurring from biopsy channel causing the angulation wire to corrode and become stuck to the coil pipe at insertion section. However, a definitive root cause could not be identified. Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected prevented by following the instructions for use: chapter 3 preparation and inspection: 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5,¿troubleshooting¿. If the endoscope malfunctions, do not use it. Warning: never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the videoscope's angulation becomes locked-cannot disengage. The issue occurred during procedure. There were no reports of patient harm.